Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited an increase in impedance measurements, from 1588 ohms (in august 2004) to 2300 and 2600 ohms, respectively. The thresholds have also risen from 2.2 to 3.5 v. The shocking impedance has remained steady at 43-46 ohms. There are no stored episodes in the device memory. The lead was capped and subsequently replaced with a competitive defibrillation lead. The physician also elected to explant the device and expressed dissatisfaction with regard to device longevity. The device was returned to guidant for analysis.